Event description:
Subsequent to the initial medwatch report filed, additional information received: after the 1.5 x 12 mm mini trek was dilated one time in the mid lad. A non-abbott guide wire was advanced to the first diagonal vessel. The mini trek was re-advanced; however, some resistance was noted with the guide wire. Three inflations were made at 14 atmospheres (atm) each. During removal, resistance was met with the guide wire again, and the devices were removed as a single unit. The procedure was completed with a non-abbott stent. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid to distal left anterior descending artery with mild tortuostiy and calcification. After the 1.5 x 12 mm mini trek was dilated one time, resistance was noted with the guide wire. Three inflations were made at 14 atmospheres (atm) each. During removal, resistance was met with the guide wire again, and the devices were removed as a single unit. The procedure was completed with a non-abbott stent. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek catheter noted contrast visible in the inflation lumen and in the loosely folded balloon consistent with preparation and use. The inner member was collapsed 8.3 cm proximal to the proximal seal for a length of 4.5 cm. The non-abbott guide wire used during the procedure was returned back loaded through balloon catheter. There was 37 cm of the proximal end of the guide wire extending from the balloon catheter hub. A torque device was returned attached on the guide wire core. The guide wire was removed from the balloon catheter with no resistance noted. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. A full length mandrel was back loaded through the balloon catheter but there was strong resistance at the collapsed inner member 8.3 cm proximal to the proximal seal and the mandrel was not able to advance further. The maximum outer diameter of the returned guide wire was 0.01350 inches. The returned guide wire was back loaded and removed from the balloon catheter with slight resistance noted at the collapsed inner member. After the guide wire was back loaded through the balloon catheter, the balloon was inflated to the rated burst pressure (rbp), and the balloon catheter was checked for inner member collapse. The guide wire was not able to move while the balloon was pressurized to 14 atm. When the indeflator was in the neutral position, the guide wire was removed with no resistance noted. Inner member collapse can be a result of a material discrepancy, incorrect preparation for use, guide wire size selection, high pressure/multiple inflations, or resistance with the guide wire during retraction, and as the guide wire was able to be removed with no resistance after pressurization, there is no indication of a product quality deficiency as this is acceptable per the manufacturing specification. A conclusive cause for the initial resistance could not be determined. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot.